Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event was reported. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s wife stated the patient¿s sensor had failed and their blood sugar kept dropping even after she kept providing the patient with orange juice. She decided to drive the patient to the hospital and stated his blood glucose was in the 50¿s. The patient was admitted to the hospital and was treated with glucose tablets and intravenous (IV) therapy before being released on (B)(6) 2018. Additionally, it is unknown if the sensor failure occurred prior or after the event. At the time of contact, the patient was recovering well and resting. No additional patient or event information is available.